Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown was reproduced at power up. A review of the event history log revealed multiple improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the back flex battery contact pins. The back flex requires cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown before use. There was no patient involvement. No additional information is available.